Event description:
The patient reported that the controller displayed elevated glucose values while concurrent finger stick measurements indicated low blood glucose. A discrepancy was reported between controller-displayed glucose values (approximately 127¿157 mg/dl, per patient report) and finger stick results indicating low glucose. A numeric hypoglycemia value was not provided. The patient felt sick at the time of the event and sought emergency medical attention while wearing the pod due to symptoms of weakness, dizziness, confusion, and elevated blood pressure. The patient alleged that the discrepancy resulted in insulin delivery when not required and identified the event as related to the pod. The emergency room diagnosed low blood glucose. Treatment included intravenous fluids and medication for nausea, and the patient was discharged the same day after approximately 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: abbott freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.